Event description:
The manufacturer received information alleging an error code that required the replacement of the display and an error code related to the charging of the battery, which required replacement of the system board. There was no harm or injury reported. Evt_battery_not_charging_fault - the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. The display was replaced to address the unknown error code and the system board was replaced to address the error code related to the charging of the battery.